Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported to the manufacturer on (B)(6) 2017, the skin around the cervical ipg eroded and the generator became exposed. The patient reported the ipg was explanted in (B)(6) 2016, exact date is unknown.